Event description:
Claw plate broke completely in half allegedly due to no solid construct beneath.

Manufacturer narrative:
Investigation is not complete. Although several attempts have been made, the user facility has not filed a medwatch. Trends will be evaluated. This report will be amended when the investigation is complete. This is the same report as 1043534-2009-00213.